Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of failed engagement to be related to the reported complaint. The force bipolar instrument passed recognition tests but failed mechanical engagement when placed in the system. The force bipolar instrument inputs failed to engage with the sterile adapter in multiple attempts. The root cause of failed engagement is not determinable. Failure analysis found the secondary failure of dislodged pitch cables to be related to the reported complaint. The housing was removed for inspection and the instrument was found to have a pitch cable dislodged from the clamping pulleys. Root cause of dislodged pitch cable is not established. Additional observation was that the force bipolar instrument was found to have a cracked clamping pulley at the proximal end in the housing. As a result, the pitch cables were dislodged. Root cause of cracked clamping pulley is attributed to user mishandling. The instrument was found to have insulation damage on the conductor wire. The insulation damage was located on the grip tips at the distal end. Electrical continuity test tested and passed. Root cause of conductor wire insulation damage is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product. System logs showed that the instrument was last used on system number (B)(4) on (B)(6) 2020 and it had 7 uses remaining. Based on the information provided at this time, this complaint is being reported because a force bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start, but post anesthesia, of a da vinci-assisted surgical procedure, the force bipolar instrument had recognition issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.